Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
On november 19, 2024, palette life sciences received a notification from a [physician] in the united states. It was reported that "the [physician] confirmed a rectal wall infiltration (rwi) on magnetic resonance imaging (MRI), and would like to proceed with gel reversal with hyaluronidase." Additional information received on november 20, 2024, indicated that no symptoms were reported. Further additional information received on december 04, 2024, indicated that the reversal with hyaluronidase was performed on (B)(6) 2024, the physician is proceeding with radiation treatment for this patient, and the original case date was on (B)(6) 2024.